Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose with 38 mg/dl. It was reported that the insulin pump had issues, when battery went down customer had to reenter information and was giving too much insulin at times and made low blood glucose. It was reported that the customer declined troubleshooting. The insulin pump will not be retuned for analysis.